Manufacturer narrative:
Catheter: model 8703w, lot# l75455, implanted: (B)(6) 2000, explanted: unknown. (B)(4).

Event description:
It was reported that catheter revision occurred. It was noted that three months after the system was implanted in 2000, oral baclofen and oral xanoflex were "removed" and it was "turned out the pump wasn't "needed revised positioning" and the "tubes needed revised positioning" because "they weren't feeding" and the patient "wasn't getting any intrathecally." It was also noted that while the patient was waiting for revision surgery in 2000 he was restarted on oral baclofen which resulted in altered mental status. The device system was used to infuse baclofen. No further information was provided.